Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown screws: cortex: trauma (part # unknown, lot # unknown, quantity # 5) this complaint involves two (2) devices. This report is for one unknown screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 404.814, lot 4l09520: manufacturing site: grenchen. Release to warehouse date: april 25, 2019. Part 404.820, lot 3l88261: manufacturing site: grenchen. Release to warehouse date: march 12, 2019. Part 404.820, lot 4l06938: manufacturing site: grenchen. Release to warehouse date: march 27, 2019. Part 404.820, lot l369860: manufacturing site: grenchen. Release to warehouse date: march 27, 2019. Part 404.816, lot 34p6196: manufacturing site: grenchen. Release to warehouse date: december 20, 2019. Part 404.816, lot 29p4565: manufacturing site: grenchen. Release to warehouse date: november 29, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the locking compression plate and six (6) cortex screws with different lengths were returned because a screw (unknown which one) has slipped through the plate. No damage was noted on the plate aside from wear consistent with implantation and explantation. There are some nicks and scratches on the plate and on the screws are slightly marks visible. The function test has shown that no screw slipped through the screw holes of the attached plate. No failure could be found. Furthermore, it was not reported which one of the delivered screws was impacted. No further details were given. A review of the device history record was performed for the finished device lot number and showed that there were no issues during the manufacture of these products. The complaint is not confirmed because no screw out of the six were slipped through the screw holes of the plate. No failure could be found. The x-rays provided showed a plate which has 10 holes ¿ the returned plate has only 7 holes. No further details were provided by the customer. We only have limited information regarding this complaint. The review of the device history records for the returned plate was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The implant met the specifications at the time of manufacturing and distributing. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown date in april 2020. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during an intraoperative procedure on an unknown date in april 2020, the surgeon noted a screw slipped through an lcdcp plate. No information on surgical delay or on how the procedure was completed. This is report 2 of 2 for (B)(4). This report is for an unknown screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.